Event description:
It was reported while using unspecified bd gravity set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: presence of liquid on the floor, immediate search for source. Defective tubing identified. Immediate removal of the entire tubing line, followed by repair as a last step. Risk of infection, risk of pulmonary embolism.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using unspecified bd gravity set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: presence of liquid on the floor, immediate search for source. Defective tubing identified. Immediate removal of the entire tubing line, followed by repair as a last step. Risk of infection, risk of pulmonary embolism.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-jul-2023. H6: investigation summary: an unknown product sample was received without packaging for investigation; there was residual fluid in the line. Details of the product code or the manufacturer were not provided to assist the investigation; however the customer confirmed that leakage was observed from a split in the tubing after approximately two hours of infusion. A visual inspection of the extension set confirmed the customer's experience, with a split identified running along the length of the tubing. As the legal manufacturer of the product could not be determined, it has not been possible to determine a definitive root cause for the customer's experience. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product.